Manufacturer narrative:
(B)(4). Investigation- evaluation a review of the complaint history, device history record, instructions for use(IFU), quality control(qc), specifications, visual inspection and functional testing of the complaint device was conducted for the purpose of this investigation. The device was returned to assist with the evaluation. The captor iris valve was functional. There were two tears in the webbing of the silicone discs. The valve was leak tested with a syringe and tap water. Leakage was confirmed with a dilator through the valve. There was no leakage without a dilator through the valve. The zenith device has completed design control requirements demonstrating that the device meets the predetermined requirements and that the requirements meet the needs of the user. Specifically, hemostatic valve leakage testing has been conducted. The IFU contains the indications for use, warnings and precautions and appropriate method of use for this device. Specifically, it states "endovascular stent grafting is a surgical procedure, and blood loss from various causes may occur, infrequently requiring intervention (including transfusion) to prevent adverse outcomes. It is important to monitor blood loss from the hemostatic valve throughout the procedure, but is specifically relevant during and after manipulation of the gray positioner. After the gray positioner has been removed, if blood loss is excessive, consider placing an uninflated molding balloon or an introduction system dilator within the valve, restricting flow." Captor valve assemblies are 100% qc inspected for leakage. The manufacturing records were reviewed, and nothing of note was observed. Based on evaluation of the returned product, it is likely that tearing of the silicone discs contributed to the leakage. Measures have previously been initiated to address this issue. The appropriate personnel have been notified. We will continue to monitor for similar events.

Event description:
During an evar procedure, as soon as the delivery system for the zenith flex graft was put in, there was heavy leakage through the membrane, the valve, and also in the joints for the valve. Blood was noted to be dripping down on the floor. The procedure could be done as planned and the main body graft could be placed in the patient as it should. The patient was treated as planned; but with quite heavy blood loss. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an evar procedure, as soon as the delivery system for the zenith flex graft was put in, there was heavy leakage through the membrane, the valve, and also in the joints for the valve. Blood was noted to be dripping down on the floor. The procedure could be done as planned and the main body graft could be placed in the patient as it should. The patient was treated as planned; but with quite heavy blood loss. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.